Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during esophagectomy/gastric tube, while being used in anastomosis of the esophagus to the stomach, the knife did not advance from the middle of use at the 8th firing. The tissue was not thick or stiff. The procedure was completed with another device. An x-ray was performed as a routine procedure. There was no patient injury.